Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the lens was damaged during an intraocular lens (iol) implant procedure. The iol was discarded and the procedure was completed with an alternate iol. There was no patient harm. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Blood and solution was dried on the lens. Both haptics were bent in the gusset and distal area. The optic was torn/split/cracked from edge towards center. Associated products were not provided. It is unknown if qualified associated products were used. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).